Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site. During the on-site inspection, the reported issue was not reproduced. To address the issue and prevent failures that could be intermittent, the expiratory pressure transducer printed circuit board (pcb) was replaced as a precaution, along with preventive maintenance performed on the machine. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The expiratory pressure transducer measures pressure in the expiratory channel. The pressure is conveyed via a tube to the differential pressure transducer, which provides a linear measurement relative to ambient pressure. Analysis of the provided device logs confirm the reported issue with the failed pressure transducer test during the pre-use check. The replaced pressure transducer pcb was returned for further investigation. A visual inspection of the returned pressure transducer pcb revealed no abnormalities. The pcb was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed successfully for 24 hours without generating any alarms or errors. After the ventilation period, several pre-use checks were performed, all of which passed. The conclusion is that the device failed to meet its specifications during the reported event. Inspection of the device logs confirmed the reported problem, as the pressure transducer test failed due to a pressure difference between the inspiratory and expiratory pressure transducers, caused by a faulty expiratory pressure transducer. Although further inspection of the replaced expiratory pressure transducer pcb did not reproduce the issue, analysis of the available information and the device logs indicates that the pressure transducer pcb is indeed the cause of the reported problem.

Event description:
Manufacturer's ref: (B)(4).